Event description:
Failure to alarm: leaking but not alarming.

Manufacturer narrative:
Active investigation in progress; results of investigation will be submitted in a supplement report.

Manufacturer narrative:
This complaint is considered inconclusive. A preliminary evaluation conducted on 21 march 2014 found the device with external damages; therefore, the unit was forwarded to (B)(4) for further evaluation and repairs. The technical evaluation conducted at the (B)(4) service center on 30 april 2014 did not find any defect that could have contributed to the reported failure to alarm issue. The pump was confirmed with cosmetic damages (odor and broken door flap and inlet) however; the pump passed all functional tests and found working within specification. Since negative pressure wound therapy involves various elements, it is difficult to determine and assign an exact root cause for the issue reported. The root cause for the reported issue is deemed undetermined. Most likely a partial blockage caused by clotting at the head of the soft port or gradual buildup of blood clots/exudate inside the soft port fluid handling pathway led to the observed issue (leaking but not alarming). It is very likely the pump did not alarm because the system was still reaching vacuum in presence of partial blockage and a leak not significant enough to trigger an alarm. The system is designed to assert a leak alarm when the fluid has cleared the tubing set and air has been freely flowing through the tubing at a rate greater than 3.5l/min for more1(one) minute.

Event description:
Failure to alarm: leaking but not alarming.